Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had communication error during pt use. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer service engineer (cse) verified the reported malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed extended self-testing.